Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was nearing a battery status of elective replacement indicated (eri) in fewer than three months of implant duration.